Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. (B)(4): the device has not been returned for analysis at this time.

Event description:
It was reported that during an fess procedure at the user facility, the mask was registered with the screen showing a mean deviation of 0.9mm, but an inaccuracy of several centimeters was noticed visually when the touch off with the pointer was done. It was reported that is unknown if the pointer was bent after registration. The user disposed of the mask in use. The procedure was completed successfully with the use of traditional methods, instead of with the use of backup. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during an fess procedure at the user facility, the mask was registered with the screen showing a mean deviation of 0.9mm, but an inaccuracy of several centimeters was noticed visually when the touch off with the pointer was done. It was reported that is unknown if the pointer was bent after registration. The user disposed of the mask in use. The procedure was completed successfully with the use of traditional methods, instead of with the use of backup. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for analysis.